Event description:
It was reported that a device was used during a low anterior resection. The surgeon was unable to cut the tissue and the breakaway washer. The case was completed with hand sutures. There were no consequences to the patient.